Event description:
It was reported that during preparation for a procedure a faradrive steerable sheath clear was selected for use. Prior to insertion, air bubbles were noticed inside the side port of the sheath, further inspection noticed that the hemostatic valve did not closed enough. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure a faradrive steerable sheath clear was selected for use. Prior to insertion, air bubbles were noticed inside the side port of the sheath, further inspection noticed that the hemostatic valve did not closed enough. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection, and no abnormalities were found. The sheath was tested for leaks and failed all leak testing. The device was examined on the microscope and a tear in the flush lumen was found. No significant damage was noted on the valves. Based on all available information, the cause traced to device design conclusion code was selected for the "visible air/bubbles" allegation. It was found that there was a tear in the flush lumen close to the side port, where the adhesive filet bonds the lumen to the hub of the sheath.